Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound dehiscence¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from how a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling and healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d), which promotes healing at the site and prevents further complications. If deeper exploration of the wound is warranted and the joint space is entered, a poly exchange is typically performed in conjunction with the I&d to clear out any debris, hematoma formation, or to prevent deep joint infection. As the event is a procedure-related complication, the root cause was determined to be traced to non-device related factors and the device can be excluded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55 (100722), 1-9. Https://doi.org/10.1016/j.jbo.2025.100722. B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen segmental femoral component catalog #: ni. Lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. E1 - contact - correspondence author. G2: foreign - event occurred in denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one (1) patient underwent a two-stage knee arthroplasty revision to address knee-deep septic wound dehiscence. Attempts have been made, however, no additional information is available.